Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis revealed lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 1646t competitor implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that during follow up it was impossible to interrogate the implantable pulse generator (ipg) device due to no telemetry and no output. Therefore, the ipg device was removed and replaced with a new device. No patient complications have been reported as a result of this event.